Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 520 mg/dl and diabetic ketoacidosis, and vomiting. The cause of elevated bg was suspected to be the infusion set, however this could not be confirmed. Subsequently, customer was hospitalized. Bg was treated with intravenous fluids, and nausea medication. Reportedly, the customer was released on (B)(6) 2020. With the issue resolved and no permanent damage.